Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 20-sep-2024, a company representative - service personnel contacted technical service to report that centrella med-surg (product code p7900b300005, serial number (B)(6)), had an issue, bed is sending a nursecall when the bed exit alarms instead of the bed exit alarm. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The baxter technician found the software needed to be updated. Per the hillrom service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician updated the software to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the centrella med-surg is sending a nursecall when the bed exit alarms. The bed was located at the account and occurred during use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.